Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by a third party field service engineer and service required codes were observed in the downloaded event log. The device's oxygen blending module board and internal battery needed replaced to address the issue. During additional testing at a third party service center, additional service required codes were observed in the event log. The devices power managment board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted a report with an incorrect date for section b4 as (B)(6) 2021. The correct date should be (B)(6) 2022.

Event description:
A ventilator was evaluated by a third party field service engineer for service. There was no harm or injury reported. During the evaluation of the device third party field service engineer, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and internal battery need replaced to address the issues.